Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Device #3: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00518, 00519.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Product not returned. Complaint history reviewed and the analysis shows no trend for item. The device history record was reviewed and indicates product met specification when manufactured. No complaint was stated against this product.